Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold. Further information was received indicating that the lead was fractured. This right atrial lead was explanted. No additional adverse patients effects were reported.